Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device's battery is defective. There was reportedly no patient involvement. The customer requested to send the battery back to philips.